Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a generator changeout, the physician had difficulty inserting the lead due to dissection. The cause of dissection is unknown. The lead was not used. No intervention will be done and the dissection will heal over time. The patient condition is fine after the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a generator change out, the physician had difficulty inserting the left ventricular lead since the catheter did not have a dilator. A second lead and a competitor catheter were attempted at implant instead. The second lead also experienced difficulty due to dissection. The cause of dissection is unknown. The second lead was also not used. No new left ventricular lead was implanted. No intervention will be proceeded as the dissection will heal over time. The patient condition is fine after the event.